Event description:
It was reported that, "patient was catheterized on (B)(6) 2024 in outpatient clinic. On (B)(6) 2024, the patient went to the PICC clinic for a medication change, and when the nurse performed a punch seal for the patient, she found that the patient's puncture point was oozing, and then the nurse adjusted the patient's catheter, and found that the patient's catheter was broken at the point where the patient's catheter was withdrawn by 3 cm, and then after explaining the situation clearly to the patient, she removed the catheter for the patient. No harm to the patient reported."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.